Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous right coronary artery. Following pre-dilatation, residual stenosis was 50%. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. During removal of the device, it was noted that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported.